Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed itchy hives under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported that they went to the emergency room where they were given antihistamines. Follow up indicated that the skin irritation improved.